Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2024. During the procedure, the clip would not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.